Event description:
Analysis of the returned usb cable was completed on 05/21/2015 and the reported allegation was verified. The cause for the reported allegation is associated with a disconnected wire connection in the returned serial cable. Once the wires were soldered onto the serial cable pcb, no further anomalies were identified.

Manufacturer narrative:
Device failure occurred but did not cause or contribute to death or serious injury.

Event description:
It was reported that the physician's tablet was giving an "unable to open port" message. Troubleshooting was performed by disconnecting and reinserting the usb cable into the tablet; however, this did not resolve. The usb cable was used on another tablet and the error message was still received. The physician was provided a new usb cable. The faulty usb cable was received for analysis. Analysis is underway, but has not been completed to date.